Event description:
It was reported that the therapy was disabled. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.